Event description:
It was reported that the device was explanted due to scarring or pannus growth observed on echo. Reportedly, there was an inflammatory reaction caused by the scarring or that occurred with the ring. Reportedly, this caused damage to the patient's native valve. The device was replaced with an edwards mitral valve. It was additionally reported that the device explanted was a ring annuloplasty ring. The specific model and serial number were not reported.

Manufacturer narrative:
Device not returned.